Event description:
The pt called lifescan (lfs) in 2005 and alleged that their meter would not power on. The medical affairs specialist attempted unsuccessfully to speak to the pt for more clinical info. A letter has been sent as a second attempt to reach the pt. The pt stated that on the evening on the day of event pt was feeling shaky, sweaty and pt was experiencing blurry vision. These are symptoms of hypoglycemia. Pt was unable to test on their meter due to no power. It is not known how long the pt was unable to test on their meter. As a result, a medical professional treated the pt with glucose. According to the pt, they were not tested on any other devices. The pt was using the correct test strips; the battery was in good condition and less than 1 year old, and the battery contacts were in good condition.